Event description:
Procedure: colonoscopy - reportedly, after the procedure the patient experienced severe abdominal pain. They brought the patient back into the or and found that the patient's bowel had been perferated during the procedure. The procedure was a colonoscopy and they were using a snare. The patient was brought back into the or about four hours after surgery.